Event description:
No additional information regarding the patient and or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref (B)(4) summary of investigational findings: after deploying zta-p-32-201-w1 a zta-d-34-190-w1 (complaint device) was delivered and unsheathed at the target position. The normal procedure was followed, however, when the introduction system and the sheath was connected until the click sound was heard to release the distal bare stent, the release window on the blue rotation handle did not turn green (B)(4)). The distal bare stent was released anyway. At the end, the handle was turned to release the trigger wire at the proximal, it appeared that the proximal part of the stent was still closed under fluoroscopy. Per the reported information, it looked like the proximal part was shut for a while after the inner sheath was removed, like a shape memory. While working out a countermeasure for about 5 minutes, the proximal part expanded, and the procedure was finished taking out the sheath without further problems (B)(4) , FDA ref (B)(4). Per the imaging review, a persistent faint antegrade perfusion to the celiac trunk was present despite being covered by the zta-d-34-190-w1 device (current complaint). No intervention was performed based on the provided information. An angiography study was provided and reviewed by an imaging expert. Per the findings in the imaging review, final angiogram shows patent endograft components. The distal zta graft covers the celiac trunk and lands just above the superior mesenteric artery origin. There still appears to be faint antegrade flow into the celiac trunk, which could be a type 1b endoleak. Per the query sent to the imaging reviewer, there is 45-degree and then 62-degree angulation around the level of the celiac trunk (probably where the distal zta-d lands) and a 62-degree angulation of the mid abdominal aorta. The possible type 1b endoleak would be related to the distal aspect of the zta-d, as it is unclear if there is adequate distal seal. Zta-d-34-190-w1 was returned without shipping stylet and stent graft. Device evaluation was performed. As the stent graft was not returned, the device evaluation is not relevant for the complaint issue. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use, no localized angulation should be larger than 45 degrees. Furthermore, inaccurate placement and/or incomplete sealing of the zenith alpha thoracic endovascular graft within the vessel may result in increased risk of endoleak. According to the imaging reviewer, the provided angiography study is a very limited contrast imaging and measurements are just based on catheter and graft appearance. It can not be ruled out that severe angulation of 62-degree around the level of the celiac trunk could have contributed to the inadequate distal seal of zta-d and consequently could have led to the faint antegrade perfusion to the celiac trunk, which could be a type 1b endoleak. Cook will reopen the investigation if further information or imaging is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a stent graft from another manufacturer had been deployed for a true aneurysm located at the level of diaphragm in (B)(6) 2021, however the aneurysm has been enlarged to 70mm in diameter due to type 1 or type 2 endoleak. This time, thoracic endovascular aortic repair (tevar) was scheduled to deploy zta-p-32-201-w1 from zone 4 and followed by zta-d-34-190-w1 to just above the superior mesenteric artery (sma) due to distal neck (landing zone) shortage. The minimum access diameter was 7.3mm and no problem. After deploying zta-p-32-201-w1, zta-d-34-190-w1 was delivered and unsheathed at the target position. The normal procedure was followed, however, when the introduction system and the sheath was connected until the click sound was heard to release the distal bare stent, the release window on the blue rotation handle did not turn green. The distal bare stent was released anyway (B)(4). At the end, the handle was turned to release the trigger wire at the proximal, it appeared that the proximal part of the stent was still closed under fluoroscopy. While working out a countermeasure for about 5 minutes, the proximal part expanded and the procedure was finished taking out the sheath without further problems (B)(4). Additional information received on 21aug2023: imaging reviewer found a persistent faint antegrade perfusion to the celiac trunk despite being covered by the zta-d device. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 h6) a050408 - endoleaks investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.